Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 59, 185, 150 mg/dl. Tests were done within 11-20 mintues with a difference of 57%. Patient did not experience any adverse events. No further information has been reported.